Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 105 mg/dl. The device alarmed during normal use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All the buttons function properly. However, moisture damage was found on keypad traces. A button error alarm was not noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.